Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title "the prognostic value of the dandel¿s index in patients undergoing tricuspid transcatheter edge-to-edge repair" summarized patient outcomes/complications of triclip implantation were reported in a research article in a subject population with multiple co-morbidities including heart failure, tricuspid regurgitation, peripheral edema, ascites, jugular vein distention, pleural effusion, diabetes, hypertension, previous myocardial infarction, dyslipidemia, stroke/tia, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, atrial flutter, cardiac surgery, cardiac resynchronization therapy, intra cardiac device, pacemaker, heart failure medication. Complications reported included heart failure, prolonged hospitalization, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "the prognostic value of the dandel¿s index in patients undergoing tricuspid transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective multi center study, to evaluate the prognostic value of the dandel¿s index in patients undergoing tricuspid transcatheter edge-to-edge repair (t-teer). Devices mentioned include triclip and pascal. The article concluded that assessment of the right ventricular capacity to adjust for changes in loading conditions predicted mortality in patients with severe symptomatic tricuspid regurgitation (tr) undergoing t-teer. The use of a multiparametric approach including the dandel¿s index to assess rv function had an incremental value for the stratification of patients into subgroups with different prognosis. [The primary author and corresponding author was mohammad kassar at , inselspital bern, bern, switzerland with corresponding email: mohammadkassar@outlook.de.] The time frame of the study was 2019 and 2022. A total of 364 patients were included in this study, of which an unknown amount received an abbott device. Comorbidities included heart failure, tricuspid regurgitation, peripheral edema, ascites, jugular vein distention, pleural effusion, diabetes, hypertension, previous myocardial infarction, dyslipidemia, stroke/tia, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, atrial flutter, cardiac surgery, cardiac resynchronization therapy, intra cardiac device, pacemaker, heart failure medication.. Peri and post-procedural complications included death.